Event description:
The customer reported that the monitor did not state shock delivered when it had delivered a shock during testing. It was reported that the device failure was observed when in use on a patient. However, after further review of the alleged failure, it was discovered that the failure was observed during a shift check user initiated test. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor did not state shock delivered. There was no reported patient involvement.